Event description:
Healthcare professional later reported "particles in valve".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; wear abrasion, yellow particles in shell, delamination of valve and plug strap, fold creases. The leak test and microscopic analysis was performed which identified; total delamination (100%) of diapherm flange disk and plug strap disk shell assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of diapherm flange disk and plug strap disk shell assessed as adhesive failure. No particles observed in valve. Additional, changed, and/or corrected data: b.5, d.9, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.